Event description:
The pump was returned for investigation. Evaluation revealed a crack along the battery compartment. This report is made based on results of investigation completed on (B)(4) 2014.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a battery compartment is cracked. The crack runs from the case seal to the battery compartment. (B)(6).